Manufacturer narrative:
Investigation summary based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with water vapor therapy procedures and is noted as such in the device instructions for use. Device history record (DHR) a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Urinary retention was found to be listed in the IFU. Investigation conclusion based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient indicated that after water vapor therapy, which was performed about three months ago, did not work for him. The patient had a catheter in for four weeks after the procedure and is currently experiencing urinary frequency more than five times per night.

Event description:
It was reported that the patient indicated that after water vapor therapy, which was performed about three months ago, did not work for him. The patient had a catheter in for four weeks after the procedure and is currently experiencing urinary frequency more than five times per night.